Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. It was unknown whether the patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) injections of reflin (1gm, frequency not reported) and injections of fortum (1gm, frequency and route not reported). The patient was recovering from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.